Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was reprogrammed and the ventricular tachycardia (vt) zone was programmed on. The lead remains in use. No patient complications have been reported as a result of this event.